Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 2 date of submission 9/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/30/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks and there was evidence of moisture in the compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no further moisture damage found. The pump was opened and there was no further moisture damage found. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.